Manufacturer narrative:
Reported event was confirmed by review of photos provided. Photos confirmed that the packaging cavities have been deformed as reported. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00182 and 0002648920-2017-00184.

Event description:
It was reported that the packaging of the screws is misshapen and appears shrunken, as if affected by heat. The package doesn't appear compromised but it is difficult to remove the contents while maintaining aseptic technique. No adverse events have been reported as a result of the malfunction.